Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered nurse (rn) reported that, while in a spine procedure, after the imaging system exam transferred to the navigation system, they were changing views and the software became unresponsive. In trouble-shooting, the site performed a hard shut-down, then re-entered the application successfully. The site opted to re-spin instead of using the previously taken scan. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient demographic information. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported successfully transferring the imaging system spin to the navigation system without issue. The site also successfully performed a subsequent procedure using the imaging system, and the navigation system, without issue.

Manufacturer narrative:
The software investigation was unable to determine a definitive cause of the reported event as the software logs contained no core files. However, the reported event was similar to an existing software issue. This issue was documented in a medtronic navigation software anomaly tracking database.